Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred because the power supply switch was damaged. The cause of the defective power supply switch could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the power supply unit of the visera elite ii video system center was damaged. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The product was repaired onsite at a local service center. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.